Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device with the same reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The suture of the first proglide device was successfully placed at the 10 o¿clock position; however, while removing the plunger of the second device at the 2 o¿clock position, the suture did not come out. The suture of a new proglide device was successfully pre-placed at the 2 o¿clock position. The sheath was upsized to greater than 8.5 and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. In the same procedure, arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 7f hole. Reportedly, while removing the plunger, the suture did not come out. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.